Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two used samples with open packaging were returned for evaluation. The samples were visually evaluated with no defects noted. The samples were attached to a pump observe if the samples would fit into the pump and no issues were observed. In an attempt to replicate the reported defect of an air-in-line alarm on the pump, the sample was attached to the pump and then tested by running therapy while staggering the rate of flow throughout the therapy. No alarms occurred during the testing of the returned samples. The defect was not confirmed. Although the air-in line could not be replicated, some possible causes related to air in line alarms could be incomplete priming of the IV line, infusion of cold solutions which may exhibit air bubbles coming out of solution as the fluid warms, incomplete filling of the drip chamber during priming. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400603695. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: IV tubing malfunctioning. Air bubble alert after hanging new bag of plasmalyte. Rn tried priming 3ml through tubing x4, unloading and re-loading tubing x2, and a new infusion pump. Still giving air bubble error. Rn changed to new IV tubing, and fluids began running fine. No injury reported.